Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected failed battery test alarm was noted. No damage was noted to the battery tube spring or battery tube. No damage was noted on the original battery cap. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test everytime a new battery was placed in. The blood glucose reading was 317 mg/dl. The customer was assisted in clearing the alarm. The battery cap, compartment and spring all looked good. The customer was advised to clean the battery cap contacts and insert a new battery and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.